Event description:
Patient reported seven infusion set fell off during use event occurred on 19-mar-2026. Infusion set was in use for 36 hours. Patient replaced infusion set and resumed insulin deliveries successfully for all events. No further information available.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.